Manufacturer narrative:
The cause for the false negative advia centaur xp anti-tg (atg) result is unknown. Siemens healthcare diagnostics is investigating. The instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A false negative advia centaur xp anti-tg (atg) result was obtained on a patient sample when tested with reagent lot 085304. The negative atg result was considered discordant compared to an initial positive result with reagent lot 085298. The initial positive result was reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of these discordant atg results.

Manufacturer narrative:
08/10/2018 additional information: the patient sample was tested as part of a lot to lot method comparison. The customer application specialist (cas) went to the customer site. The cas confirmed the discordant result and that recalibrations cannot resolve this issue. The patient sample could not be returned to siemens for internal testing due to china customs issues. Without having the samples to test, siemens can't confirm the customer's observation or determine a possible cause. The most likely cause is sample specific issues such as sample preparation or sample storage. The instrument is performing within specifications. No further evaluation of the device is required.